Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient contacted baxter technical service (bts) some "foamy" bubbles in the patient line. On (B)(6) 2010, upon follow-up, the nurse stated the patient had not reported the "foamy" bubbles. The nurse also stated the patient had been diagnosed with peritonitis and had been transferred to hemodialysis. On (B)(6) 2010, upon follow up, the nurse reported the outcome for the event of peritonitis was improved and patient remained on hemodialysis. The nurse reported, in her opinion, the cause of the peritonitis was touch contamination.

Event description:
The representative subsequently reported that dft testing was conducted and successful, with no adverse patient effects. The lead remains implanted and in service.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10g12024, h10f25010) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.